Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to a pain on (B)(6) 2025. The implantation date was on (B)(6) 2024.a centred head and a double taper were explanted. A resurfacing glenoide, a double taper, a centred head were implanted.